Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient began using an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, it was reported that the digits on the patient's humapen memoir display were not complete. This humapen memoir is associated with product complaint (B)(4) / lot number 0910c02. The user and the user's training status were not provided. The suspect device was in use for approximately 2 months. Use status of the pen was not provided. The pen was returned to the manufacturer. Update 19-oct-2010: additional information received 18-oct-2010 via global product complaint database. Added device specific safety summary, added return to manufacturer date, and amended narrative.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. The caller reported that the humapen memoir display was not complete. The device was returned for investigation (lot 0910c02, manufactured october 2009). The detailed investigation identified missing segments in the dose numbers when the temperature was elevated to approximately 35 deg c. The root cause is a deficient bond between the cable and the lcd glass during assembly. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Corrective action deficient bond - a specific corrective action has not yet been implemented. However, an investigation has been initiated to evaluate different options to reduce the occurrence of deficient bonds. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacist who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient began using an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, it was reported that the digits on the patient's humapen memoir display were not complete. This humapen memoir is associated with product complaint 1412705 / lot number 0910c02. The user and the user's training status was not provided. The suspect device was in use for approximately 2 months. Use status of the pen was not provided. Return status of the pen was not provided.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.